Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted on (B)(6) 2014 and connected to the already implanted atrial lead. Reportedly, during the follow-up on (B)(6) 2021, atrial oversensing was observed. Preliminary analysis revealed that the atrial noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Event description:
The subject ICD was implanted on (B)(6) 2014 and connected to the already implanted atrial lead. Reportedly, during the follow-up on (B)(6) 2021, atrial oversensing was observed. Preliminary analysis revealed that the atrial noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.